Event description:
As reported: "a patient who underwent orif (gamma4) for a femoral fracture on (B)(6) 2025, fell during rehabilitation and fractured the distal portion of the gamma4. Surgery for the peri-implant fracture will be performed on (B)(6) 2025."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.